Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, xerostomia, heavy smoker, periodontal disease, immediate implantation, infection. Second time #27 failed, which is why restoration date precedes abutment date.